Manufacturer narrative:
Patient identifier - requested, not provided. Age and date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported it was not possible to place the anchor, during pulling the anchor comes out. Manual compression was performed. There was no injury or harm to the patient.

Manufacturer narrative:
One 6fr angio-seal sts components were received for evaluation. A hemostatic sheath and carrier tube assembly were returned mated together. The header bag was also returned; no other accessory components were returned. Initial visual inspection revealed the anchor outside of the carrier tube assembly and hemostatic sheath. The deployment sleeve was in the partial forward lock position with no color bands visible. The anchor and expanded collagen were exposed at the tip of the carrier tube assembly. Blood like substance was noted at the distal tip of the sheath. No other anomalies were noted in either the carrier tube assembly or hemostatic sheath. Functional testing on the device was carried out. The deployment sleeve was moved from the partial forward lock position to the full rear lock position. The anchor posted. The device was withdrawn to replicate positioning of the anchor. The suture and tamper tube were exposed. No anomalies were noticed in deployment of the device. The sts IFU ous states: "do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angio-seal device will not function." There is no evidence that this event was related to a device defect or malfunction. The device was returned in the partial forward lock position indicating the likely cause of the event is due to the anchor not being properly deployed. The device has to be in the full rear lock position to ensure proper deployment.